Manufacturer narrative:
Block h6: problem code a150208 captures the reportable event of loop entrapment. Problem code a050702 captures the reportable event of loop failure to cut. Block h10: the returned captivator was analyzed, and in the visual evaluation the device was carefully inspected and no damages were found. In the functional evaluation the device was connected to the 10 inch loop fixture and the loop extended and contracted without issues. A continuity test was also performed, and the device passed since the device's electrical resistance was within specification, indicating a proper connection. No other issues with the device were noted. The reported events of loop failure to cut and loop entrapment of the device could not be confirmed since the devices cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. Additionally, the device passed the continuity test upon return. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Based on the information available and the analysis of the returned device, this investigation is assigned the most probable conclusion code of no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a captivator was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the cautery was used at 25 watts and it was clear the cautery was working at least initially, but as they cut through the snare seemed get stuck in the polyp. They had to reposition, push the snare forward, and try again. They did get through the polyp after a little struggle, and there was no bleeding afterwards. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.

Manufacturer narrative:
(B)(4) captures the reportable event of loop entrapment. (B)(4) captures the reportable event of loop failure to cut. The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator was used during a colonoscopy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the cautery was used at 25 watts and it was clear the cautery was working at least initially, but as they cut through the snare seemed get stuck in the polyp. They had to reposition, push the snare forward, and try again. They did get through the polyp after a little struggle, and there was no bleeding afterwards. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.